Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was priming then insulin ever squirt out insulin from the infusion set rather than a slow drip. The customer blood glucose level was unknown. Customer stated that insulin pump received unexplained no delivery alarm and an error code on pump that start. Customer stated that insulin pump was cracked, fracture on the casing of the insulin pump. Customer stated that battery cap was worn chips out. Customer stated that insulin pump was prime process seem to take longer that they did before. The insulin pump will not be returned for analysis.